Manufacturer narrative:
An event of protrusion of the 5-2mm piccolo device into the left pulmonary artery without significant stenosis was reported through a research article. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, the correct size piccolo occluder for the measurements provided was 3-2mm piccolo device, narrower than the implanted 5-2mm piccolo. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An article from the medical conference abstract magazine for (B)(6) society of congenital interventional cardiology, was reviewed. The research article presents a case study12 days in age male, 2600g, krichenko type a, diameter of pulmonary atresia (pa) side for patent ductus arteriosus (pda ) 2.0mm, aortic root ( ao) side for pda 4.7mm, length of pda 4.0mm. Amplatzer piccolo occluder 5 mm x 2 mm was implanted an unknown date and year. Although no significant stenosis was observed, the device protruded in left pulmonary artery (lpa) . Left ventricular ejection fraction (lvef) abruptly dropped up to 40% right after closing pda. The patient remained asymptomatic and the value was back to normal within a couple of days. No additional information was available. [The author of the article is (B)(6) md, (B)(6) hospital, (B)(6)].